Manufacturer narrative:
Concomitant product: interbody spacer (implant (B)(6) 2008). (B)(6). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented for a preoperative history and physical. The patient had low back, right hip and leg pain. The patient¿s symptoms are consistent with lumbar radiculopathy. MRI scan demonstrates recurrent disc herniation at l5-s1 on the right as well as significant disc degeneration. The patient underwent the following procedures: right l5-s1 microhemilaminectomy, medial facetectomy, foraminotomy and discectomy with excision of epidural scar tissue; posterior lumbar interbody fusion; facet screw instrumentation; lateral arthrodesis; intervertebral body device; morsellized allograft and autograft. Per the op notes, complete discectomy was performed. The interspace was then packed with morsellized autograft, allograft and rhbmp-2/acs anteriorly. An intervertebral body spacer was then placed. And the disc space was gently distracted and satisfactory alignment was confirmed with fluoroscopy. A guidewire was passed through the facet into the pedicle. This was drilled and the facet screw was placed, also applying rhbmp-2/acs overlying the facet underneath the screw head. This procedure was done bilaterally. No patient complications were noted. (B)(6) 2008: the patient presented with pain around her sacroiliac joint on the right. She also has cramping in her lumbar muscles. (B)(6) 2009: the patient presented stating the physical therapy didn¿t work and she still has soreness in the low back with some tightness. (B)(6) 2009: the patient underwent x-rays of the lumbar spine due to back pain. Impression: postoperative changes l5-s1. (B)(6) 2009: the patient presented with some stiffness in her low back with occasional aches and pains. X-rays of her hardware show satisfactory alignment of her instrumentation and very good interbody graft. (B)(6) 2010: the patient underwent MRI of the neck due to neck and back pain. Impression: focal central disc herniation at the level of c3-4 with no evidence of spinal canal stenosis or narrowing of the neural foramina; mild diffuse bulging of the annulus at the level of c2-3 with no spinal canal stenosis; at the level of c6-7 mild diffuse bulging of the annulus with no spinal canal stenosis. (B)(6) 2010: the patient underwent MRI of the lumbar spine. Impression: no significant interval change, no significant change in the enhancement of the signal abnormality in the right paraspinal location at the level of l5-s1 with no spinal canal stenosis; the patient is status post right laminectomy at the level of l5; remainder of the lumbar spine with contrast is within normal limits. (B)(6) 2010: the patient underwent MRI of the thoracic spine. Impression: osteophytes arising from the posterior inferior endplate of t11 and superior endplate of t12 posteriorly causing mild ventral mass effect on the subarachnoid space anterior to the thoracic cord at this level; however, no spinal canal stenosis seen. No focal disc herniation with the remainder of the thoracic spine within normal limits. (B)(6) 2010: the patient presented with neck pain and thoracic pain. The patient also reports occasional tingling paresthesias in the legs. She also reports muscle spasms that occur up and down the spine. Assessment: chronic neck pain; chronic thoracic pain; cervical thoracic deconditioning; cervical spondylosis; thoracic spondylosis. (B)(6) 2012: the patient presented with back pain. (B)(6) 2012: the patient underwent MRI of the lumbar spine due to back pain radiating down both legs. Impression: post-surgical right laminotomy and fusion changes l5-s1, mild residual dorsal spondylitic spurring and disc protrusion at this level, but without spinal canal or foraminal stenosis; degenerative disc disease t11-12 with mild broad disc bulging and mild dorsal spondylitic ridging at t11-12 which indents the ventral aspect of the thecal sac, but does not create significant canal stenosis.